Manufacturer narrative:
The device had a cracked reservoir tube lip, minor scratches on display window, and a cracked reservoir tube noted during visual inspection. All buttons function properly on the device, however, moisture damage was noted on keypad traces and no ramping numbers noted on the display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 192 mg/dl. Troubleshooting was not performed. The device was returned for analysis.